Event description:
Per sales rep, the customer was mixing a kit of 10cc hydroset, but the product did not set up properly - consistency was mushy and crumbled when applied to defect area of pt. The mixing times and guidelines were strictly adhered to, and the temperature in the operating room was between 60-65f. A second box of 10cc hydroset was used, and the operating room staff allowed a longer mixing & set time as this box also exhibited the same properties initially as the first box. Nothing additional was mixed in with the product. The second 10cc was left in the pt and did not crumble. The hospital reports both boxes were same lot number.

Manufacturer narrative:
Device discarded on site. Analysis or retained sample from same lot in process.